Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the tip of the scorpion needle broke off inside of the patient's cuff. The tip was unable to be located and was left in the patient.